Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jun2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved a plum 360 infusion pump that was programmed to deliver a sodium chloride (nacl) solution at a rate of 900 ml/hour with a dose limit set to 980 ml. Upon reaching the programmed dose limit of 980 ml, the pump indicated that the infusion was complete; however, it continued to infuse beyond the set limit. The pump proceeded to deliver the remaining volume in the 1000 ml solution bag. After the bag was depleted, a ¿proximal air-in-line¿ alarm was triggered. Despite the alarm condition, the pump continued operating and reportedly delivered air through the infusion line. There was patient involved and no patient harm was reported.